Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii failed to deploy. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage. There was blood inside the delivery tube and on the seal. The loading device was not returned. The tension spring assembly was inside of the delivery tube. The seal was extended outside of the delivery tube; it remained anchored to the tension spring assembly. The green slide lock was unlocked and white plunger was depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed; for failure deploy. A lot history record review could not be performed as the product lot number is unk. (B)(4).